Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The baffle shelf module and rubber baffle were replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction during pre-use checkout of the bag to vent switch resulting in loss of mechanical ventilation. There was no patient involvement.